Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight unavailable. This report is for an unknown locking screw. Unknown part number, UDI unavailable. Implant date unknown. Due to device breakage, the device was partially explanted on (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 to remove four (4) locking screws. Upon removing the 4th locking screw, the head broke off and the shaft remained implanted. Surgeon did not attempt to remove the broken screw shaft and there is no plans to go back and retrieve it. The remaining three (3) locking screws were removed intact and the nail remained implanted. There was no surgical delay and procedure was completed successfully. Patient status was reported as good. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1), unknown intact locking screws (part# unknown, lot# unknown, quantity 3). This is report 1 of 1 for (B)(4).